Event description:
The patient reported that the infusion set was leaking at the headset. The patient believes the leak occurred because the cannula was not inserted properly. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Product no longer available for return.